Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump buttons were not working. The reporter stated that the patient was swimming with the pump and there was a noted crack to the battery cap with moisture evident in the battery compartment. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive. The contrast, up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under the contrast, up and down arrow key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.